Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 37-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed without any issues but when ramped up in auto, pump saturation was observed. The impella was removed and replaced.

Manufacturer narrative:
The investigation into the saturated flow issue has been completed. The device was returned for benchtop investigation. The returned pump visually was inspected and cannula kink near impella was observed. Biomaterial around purge gap and impella was observed. The root cause of the saturated flow issue was biomaterial ingestion, and the cannula kink may have occurred during removal.